Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer PICC placed 4/5 and ended up with a dvt. Additional information received 04/25/2024: it was reported by the customer the dvt to the affected extremity of the patient, anticoagulation and extended stay due to dvt treatment. No other information was provided.